Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly. No compromised forced sensor system alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose value was 48 mg/dl. The customer reported that the insulin pump had alarmed compromised force sensor system. Customer stated that insulin was squirting out during the manual prime process. Customer stated that they stuck in complete rewind. Customer also states they unable to exit the preparing to prime loop. The customer was advised that the insulin pump needed to be replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.